Event description:
Reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2024 the occlusion alarm occurred and blockage is located at site. No further information available.